Event description:
It was reported that device detachment occurred. The 98% stenosed target lesion was located in normal morphology of right coronary artery and harder plaques and occlusive lesion. The opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure upon withdrawal, it was noted that the catheter tip was fractured in the vessel. However, the fractured tip was then removed with the help of an auxiliary guidewire and balloon. The detached device completely removed from the patient. The procedure was completed with this device and the patient condition was good.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacture: the device was returned for analysis. Visual and microscopic inspection revealed the imaging window detached in the lap joint section. During product analysis, the tip section was inspected and did not show any damage that could contribute to the reported allegation. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university.

Event description:
It was reported that device detachment occurred. The 98% stenosed target lesion was located in normal morphology of right coronary artery and harder plaques and occlusive lesion. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure upon withdrawal, it was noted that the catheter tip was fractured in the vessel. However, the fractured tip was then removed with the help of an auxiliary guidewire and balloon. The detached device completely removed from the patient. The procedure was completed with this device and the patient condition was good.